Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021. Block d6b: explant date: (B)(6) 2021. Product family: scs-linear leads-MRI. Upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19757553.

Event description:
It was reported that patient was having chest discomfort and no pain relief for leg pain. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.